Event description:
The customer reported the generation of erroneous ion selective electrode (ise), including sodium (na), potassium (k), chloride (cl) patient results on their au5800 clinical chemistry analyzer. The patient samples were tested on another instrument with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as hardware. The fse replaced the wash syringe driver, 3-way valve, ref valve connector tubing and the sample probe which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).